Manufacturer narrative:
(B)(4). (UDI): n/a. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the gray impactor handle possibly cracked when putting together the glenosphere and trunion. The impactor tip broke off after washing.

Manufacturer narrative:
(B)(4) updated: b4, b5, g4, h1, h2, h3, h6, and h10 reported event was considered confirmed from a photograph of the impactor that was provided and identified the impactor cap was fractured. The device shows signs of usage. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : location unknown

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Updated: b4, b5, d2, g3, h1, h2, h11. Correction: d4 (item). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. Visual examination of the provided photo identified the impactor pad is fractured. However, the photo does not visually align with the originally reported item number. Therefore, the item was updated to unknown. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause could not be determined. The reported event is confirmed through the provided photo. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.